Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented for an unrelated vt ablation when inappropriate ventricular pacing was observed on the device. Pacing was turned off and the ablation was performed without adverse consequence to the patient.